Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a burning sensation, shocking or jolting and location over the device looked red and swollen. The pt noted no fall was associated with their symptoms. Pt recently gained weight. The pt was noted as fair condition. Additional info has been requested and will be made as follow up as it becomes available.